Manufacturer narrative:
UDI_not_required. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The system required calibrations were performed, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019. No report of patient involvement. Date of device manufacture unknown at time of filing year f device manufacture was 2008.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Per engineering review of this event, due to an indication of a prior relief valve failure during checkout, the ventilator will not start ventilation making the unit unusable. This was not a reportable malfunction.